Manufacturer narrative:
Updated data: b4, g3, g6, h1, e1 (event site state) h2,d9, h5. H11. (Type of investigation, investigation findings, investigation conclusions). It was reported that during use the cardiosave intra-aortic balloon pump (iabp) displayed the message "may require maintenance". Patient involved and no harm reported. (B)(6), an rn in the cicu, called with an iabp may require maintenance notification on the pump. She stated the pump was working appropriately with no other alarms. Explained if possible, the pump should be switched out, and the pump would need to go biomed once it was no longer in use. No other information available as of now. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Due to character limitations in e1 (event site name: (B)(6)). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) displayed iabp may require maintenance message. No harm or injury to the patient was reported.